Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that there was scarring of the patient's skin over the battery and the patient sometimes felt a burning sensation when recharging.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to difficulty charging. No device malfunction was suspected.

Manufacturer narrative:
.

Manufacturer narrative:
Correction to the follow up #2 MDR. Additional information was received that there was scarring of the patient's skin over the battery and the patient sometimes felt a burning sensation when recharging. It was also reported that there was no actual burn on the skin.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.